Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon initiated the proximal reamer using the reamer guide inserted into the humeral stem trial. Immediately upon engaging the reamer, the reamer bound into the reamer guide.

Manufacturer narrative:
Examination of the submitted delta cta head reaming guide and delta cta head reamer could not confirm the reported event of the reamer binding into the reamer guide. The investigation could not draw any conclusions about the root cause. A search of the complaint database did not identify a trend for product codes (B)(4). Based on the inability to identify root cause and the low frequency of reported events, no corrective action is being pursued at this time. Monitor through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.